Event description:
Ous MDR - this rv lead was explanted and replaced due to oversensing. No adverse patient events were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed noise on the rv channel which led to oversensing as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
2/12/18 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 6 cm and 8 cm distal to the is-1 connector pin the insulation was found rubbed through. These damages can be considered to be the root cause of the oversensing reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore a deformation of the shock coil was noted which most likely occurred during the extraction procedure. During the mechanical inspection a stylet could not be properly introduced and advanced within the leads lumen. Thus the functional test of the helix fixation mechanism was not properly feasible. Subsequent analysis revealed the presence of coagulated blood in the leads lumen. The electrical analysis of the lead did not show any peculiarities. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.